Event description:
It was reported that six devices were used during a laparoscopic nissen fundoplication. It was reported by the affiliate that when inserting a laparoscope through each 512sd (six) the gasket broke very easily. No sharp instruments were used and only the blunt instrument: the laparoscope. There was no consequence to the pt.